Event description:
According to rn, critical care nurse educator, in 200,7 she was splashed in the face with blood while observing another nurse unload an m100 filter set (lot# unk) following a crrt treatment. The set had clotted, so the pt's blood was not returned to him prior to terminating the treatment. While the set was being unloaded, the rn felt something wet on her lip. When she wiped it onto her labcoat she noticed that it was blood. Although, they did not inspect the access pod leakage. Rn was not wearing any ppe other than gloves at the time of the incident. There was no incident report filed, and the rn did not seek any medical attention for her blood exposure.